Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-jul-2013. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the last time the patient went to see their healthcare professional (hcp), the service tech deemed that two of the leads were completely burned out, and the other two were more or less working but not great. The patient was not a candidate for surgery so nothing could be done. It was assumed that the two leads that might have been working are not working anymore. The patient was on medication for tremors as she did not remember how to adjust any settings nor did she want to be bothered by it. It was said that the "monitor" more or less worked but nothing like she hoped. The patient is now deceased. No further complications were reported/anticipated.